Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported single leaflet device attachment (slda) in this complaint could not be determined. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was implanted to stabilize the slda clip, reducing the mitral regurgitation (mr) to 1-2. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, the first clip was deployed. The second clip delivery system (cds) was advanced and positioned medial to the first clip when it was noted the first clip detached from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the first clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.